Event description:
Surgeon reported two cases of tass following catarat surgery. Surgeon is not blaming product but investigating possible causes of tass. No patient or event details were provided.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.